Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient thought that their ins had died. One morning in (B)(6) (before (B)(6)) they felt like they had been sleeping on their head all night. The patient stated that their device is in their neck, as they had broken their neck. The patient stated that they had not felt like that in a long time, and they tried to ignore it. The patient has been feeling the pain since that day. The patient stated that they now realize what it is like to not have a device. The patient stated that no one has checked the device and they "can't get the device to be anything but nothing." The patient programmer has a blank screen, and troubleshooting isn't possible as it is packed away. The patient furthered saying it seemed like the patient programmer is not there at the same time in (B)(6). The patient was provided with healthcare provider (hcp) information and forwarded to them to address the device issues.